Event description:
Healthcare professional reported right side deflation and capsular contracture, baker grade iii. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: crease flat, wear abrasion, white particles inner device and opening. Leak test was performed and found opening on anterior. A microscopic analysis was performed which identified a striated edge opening, consistent with use of a surgical tool. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a striated edge opening on anterior side due to surgical damage.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation and capsular contracture, baker grade iii.

Event description:
Healthcare professional reported right side deflation and capsular contracture, baker grade iii. Device has been explanted.